Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had lines that blocked graphics and text. Customer¿s blood glucose (bg) level was high, however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.